Event description:
It was reported that balloon rupture occurred. The patient had been on dialysis for four years. The target lesion was located in the orificium fistulae anastomosis. A 5mmx40mmx75cm gladiator balloon catheter was advanced for pre-dilation but failed to fully dilate the lesion. Subsequently, a 7.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon was selected for dilation. However, during the first inflation at 8 atmospheres for 30 seconds, the pressure could not be maintained and a contrast agent leakage was noted under ultrasonic image. The physician then retrieved the device and dilated outside the patient's body and it was confirmed that the balloon ruptured. The procedure was competed with another of the same device. No patient complications nor injuries were reported and the patient's condition was stable.

Event description:
It was reported that balloon rupture occurred. The patient had been on dialysis for four years. The target lesion was located in the orificium fistulae anastomosis. A 5mmx40mmx75cm gladiator balloon catheter was advanced for pre-dilation but failed to fully dilate the lesion. Subsequently, a 7.00mm/2.0cm/135cm 2cm peripheral cutting balloon was selected for dilation. However, during the first inflation at 8 atmospheres for 30 seconds, the pressure could not be maintained and a contrast agent leakage was noted under ultrasonic image. The physician then retrieved the device and dilated outside the patient's body and it was confirmed that the balloon ruptured. The procedure was competed with another of the same device. No patient complications nor injuries were reported and the patient's condition was stable. The device was returned for analysis. The tip section of the device was visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands of the device. A visual and tactile examination identified no issues with the shaft that could have contributed to the complaint incident. No issues were identified during the product analysis.